Event description:
The physician implanted devices in 2007. He confirmed that the lift on one side had fallen and notified coapt systems 02/12/2008 that a second surgery was scheduled to correct the condition. This report is delayed because of difficulties in getting responses from the doctor's office in spite of multiple attempts. On 8/21/2008, it was confirmed that the physician performed a second surgery in 2008, and replaced the ultratine device with coapt's endotine forehead device.

Manufacturer narrative:
We have reviewed the batch record and trend data for this product. This confirmed no unusual event in the manufacturing process and no unusual trend for this lot or this device. The physician did not return the extracted device. Coapt's consulting physician has followed up with the operating physician. Our sales representative has provided a drill designed by coapt that may assist in mitigation of a potential problem with the drilled orifice in which the drive is seated.